Event description:
It was reported that the patient developed an infection near the lead site with symptoms of midline incision opening and oozing. The patient underwent lead explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 weeks prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4).